Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the investigation, the cause was empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 16:37:13. During night drain cycle one, the patient's ultrafiltration reading was 1306ml, indicating the home patient drained 1306ml more than their maximum programmed fill volume of 150ml. No further information was available.